Manufacturer narrative:
(B)(4).

Event description:
Previously reported information [the patient was diagnosed with a pseudomeningocele] was found to be pertained to manufacturer report # 3004209178-2013-14869.

Manufacturer narrative:
Analysis of the catheter revealed a tear in the seal of the sutureless connector near the guide ring.

Event description:
A representative reported that, about two months prior to the report, the patient was not reaching efficacy like they used to. The patient was diagnosed with a pseudomeningocele. They stated that when they did a catheter dye study they were able to aspirate 3 cc from the catheter access port, but when the dye was injected, it did not go through or flow out of the catheter tip. It was two levels below the tip according to the representative. They ¿did not think there had been any reservoir volume discrepancies¿. The doctor was to open up the patient¿s back and ¿most likely utilize a new catheter¿ with the tip up to t10. The medications infused were dilaudid and bupivacaine. A dye study was performed and completed in the operating room. A catheter break was reported. The catheter was revised and replaced on (B)(6) 2013. The patient¿s symptoms included underdose symptoms, increased pain, and less than 50% therapy relief. The patient¿s status was alive with no injury.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.